Event description:
Measured decreased expiratory tidal volume and increased respiratory rate was noted upon inspection of pt's neonatal ventilator circuit. It was noted that a small hole had been melted into the expiratory side of the circuit by the extenal portion of the heated wire. Circuit was changed to a non-heated circuit and the heater itself was also changed. After the change was made, the respiratory rate decreased back to normal along with the expirated tidal volume.

Event description:
Add'l report rec'd from MFR on 06/15/2001: after a brief discussion of the incident hosp and co rep began the process of testing the individual elements of the system. No fire damage to the device was seen, however there were several small cracks in the case; these are cosmetic flaws and do not affect the operation of the device. Functional tests using temperature simulating test "plugs": these tests check the temperature display, alarms, indicators, heater control, and humidity control by using resistors to simulate known temperatures. Used two sets of "plugs", one belonging to hosp, the other belonging to hudson rci. No anomalies were noted. Electrical safety tests: these tests ensure that the device is safe for use in a clinical setting. Parameters tested include "ground path resistance", "chassis leakage current" (normal and reverse polarity) w/gnd. Open, and "current draw". All parameters tested were within expected tolerances. Disassembly and inspection: the controller was disassembled and examined for any evidence of anomalies; i.e. Internal damage, loose parts, contamination, etc. No problems being found, the controller was reassembled. They set the controller aside and directed attention to the dual thermistor temp probe. They concluded that the temp probe was not faulty. At this time, the controller, the original column (with a new container of sterile water), the temp probes, and the test breathing circuit were assembled and connected to a source of (medical) compressed air. The "diagnostic test" described on page 14 of the appropriate operating manual was performed; the device passed this test. Conclusions: by a process of elimination, and consistent with the witness's observations, the fire originated in the expiratory limb of the breathing circuit and at a point less than 12 inches from the point of attachment to the disposable filter and ventilator. The ventilator was slightly damaged by the fire and the fire-fighting, but is in no way responsible for the fire itself. The heater controller, temp probes, and humidifier column were functioning correctly (also consistent with witness's statements) and are in no way responsible for the fire. An unidentified defect in the heater wire created a "hit spot" which finally ignited the jacket of the wire. This breathing circuit had been in use for approx six days when the fire occurred. Since there was no evidence of abuse or mishandling of the breathing circuit, co suspects a latent flaw in the heater wire. There is no test that the respiratory therapist could have performed to detect a problem of this type. There is no non-destructive tests that could be performed to "validate" samples of any given lot no. Engineering is confident that random sampling and destructive testing (including microscopic exam) would yield any useful info. The medical devices involved in the fire were examined (separately) by clinical engineering staff in the presence of the mfrs' reps. By a process of elimination, they concluded that the fire started at a "hot spot" in the heater wire contained within a disposable dual heated-wire breathing circuit. (This is consistent with the witness's report.) The breathing circuit was mfg by hudson rci (who also mfg the dual temp probe and heater controller). The circuit was carefully dissected and the transparent heater wire was examined under an inspection microscope. Several anomalies were noted and marked with tape "flags". The burnt end was badly blackened and so the actual heating wire was not visible; this section was x-rayed. The resultant images did not reveal any flaws. To summarize: due to the lengthy reaction time of the "polyswitch", as much as 121 watts can be delivered to a damaged heater wire indefinitely. This is almost four times the power normally dissipated by this heater. (64 watts is sufficient to melt the insulation surrounding the element.) Higher power can be delivered to a damaged heater wire but the polyswitch will, eventually, "trip". Conclusions: if, as co suspects, the heater wire involved in the incident was damaged or defective, then it is conceivable that the element "short-circuited" at a point close to the grommet which permits entry into the pt circuit (hose). The controller then supplied sufficient current to heat the element to a temperature high enough to ignite the insulation material. (Note: this is consistent with the glow observed inside the tubing immediately before the circuit burst into flames.) Evaluation of the power output capabilities of the hudson rci conchatherm iii plus, model #380-88, dual heated wire, servo-controlled heater/humidifier. This unit was tested with the hose heating elements in the pt ventilator circuit, catalog #780-32. It was found that as much as 5 amps at 21 volts could be output continuously with no limiting, as long as input control conditions were met. This represents 105 watts of continuous power available to the hose heaters. Normal hose heating element resistance was measured and found to be 13.4 ohms for the yellow connector and the 10.0 ohms for the blue connector. (These were room-temperature resistance values taken with a fluke ohmmeter). The yellow heater (under actual operating conditions) had 21.1 volts ac across heating element with 1.5 ac amps of current flowing. Blue heater (under actual operating conditions) had 21.1 volts ac across heating element with 1.96 ac amps of current flowing. Dissipated power for these heating elements were approximately 31.65 watts for yellow heater and 40.1 watts for blue heater. To simulate various conditions of shorted hose heaters, yellow heating element was shortened in length 50 percent. Resulting power measured across element was found to be 63.6 watts. This was sufficient heat to cause plastic insulation around heating element to begin melting. The heating element was again shortened by 50 percent to a length of 3.35 feet with resistance of approximately 3.52 ohms. Continued in b6.